Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed for "air in line" and was silenced. Pump powered off and instructed to gently tap bottom of cassette on hard surface. Pump powered back on, and alarm persisted. Instructed to power pump off, clamp closed and attempted to remove cassette, but it was locked. Caller was then instructed to gently tap bottom of cassette on hard surface and pump powered back on - alarm persisted. Instructed to power pump off and keep clamp closed. Confirmed medication: cytarabine. This event occurred at patient's home and was operated by a health professional. The event occurred while in use with the patient. There was no harm/adverse event reported.